Manufacturer narrative:
The reported issue in this case with the received battery was identified to be from a significantly diminished battery capacity which was found to be at 51% of its full capacity rating. The battery was in a low capacity state for approximately 5 months with no battery conditioning performed or charging to full capacity as noted to be required within the service bulletin 592a. Reconditioning of the battery was unsuccessful in recovering the battery capacity to an acceptable level for continued use. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement

Event description:
The customer reported that the pcus generate a system error/battery discharged alarm without any prior low battery or very low battery warnings. No patient harm was reported.